Manufacturer narrative:
The customer reported that the unit had a red x. A philips investigator spoke with the philips field service engineer who reported that this unit had intermittent power issues. The field service engineer replaced the battery pca which resolved the failure. The unit passed all testing and is back in use at the customer site.

Event description:
The customer reported that the unit had a red x.